Manufacturer narrative:
(B)(4).date sent: 3/1/2023. Investigation summary : three cases were reviewed in call home since no specific case date was provided. No issues/errors were seen. No device will be returned to neuwave for further investigation since they were discarded. The root cause is unknown. It is unknown which probe(s) this complaint were called against. Each lot involved in each case reviewed in call home was reviewed for nonconformities. (B)(6) were all reviewed. There were no observed nonconformities for these lots. H6 investigation conclusions.

Event description:
It was reported to the sales rep that during two separate renal ablation procedures that one patient developed a uretic stricture and a urinoma and the second developed a uretic stricture. Per radiologist "upon review of images, the ablation zone extended 2-3cm from the tip which is really unusual." No further informaiton was provided. No devices are available.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2023. Batch #: unknown. Additional information was requested and the following was obtained: what was the location of the tumor? Right lower pole. What is the relationship of the tumor to the urinary collecting system? 3 cm mass. Mostly exophytic, but extending to an underlying calyx. How many probes were used during the ablation? 3. What were the ablation settings, such as number of deliver sessions, length of deliver, and power level? 65 watts, 5 min for all 3 probes. How was the uretic stricture and urinoma detected? 6 month follow-up MRI. How was the uretic stricture and urinoma managed for the patient? Right ureteral stent placement. What is the patient's current status? Outpatient. In the surgeon¿s opinion what was the cause of the extended ablation zone? Compression of tissues due to lateral position, extension of ablation zone more than 5 mm from the tips of the probes. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2023. Three cases were reviewed in call home for this customer since no specific case date was provided. No issues/errors were seen. No device will be returned to neuwave for further investigation since they were discarded. The root cause due to probe positioning, per the additional information provided by the physician. It is unknown which probe(s) this complaint were called against. Each lot involved in each case reviewed in call home was reviewed for nonconformities. Ml21117155, ml21117106, ml21127314, and ml22017396 were all reviewed. There were no observed nonconformities for these lots.